Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The endoscope was analyzed and found to have camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The camera instrument adapter was evaluated and found with endoscope adapter (aea) bearing friction issue. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted left hemicolectomy surgical procedure, the 30-degree endoscope plus had an orientation issue where the camera control, scope up and down options did not work. The camera head was not rotating to allow the function. On inspection, the rotating mechanism seemed to be very tight and was not moving freely. The procedure was completed with no report of patient harm, adverse outcome or injury.